Manufacturer narrative:
Name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported several occlusion alarms during the night upon removal; the cannula was twisted and patient had high blood glucose levels along with ketones and was treated with bolus of rapid-acting insulin via pen injector on (B)(6) 2026.